Event description:
Reporter alleged the 11th and 12th contacts on the inform blood glucose system are bent and blackened on the ends. The location of the alleged incident occurred at the hosp; however, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.